Manufacturer narrative:
Patient initials are (B)(6). The patient¿s exact weight was reported as (B)(6). Date of symptom onset for post-operative infection is unknown. (B)(4). The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: monument - manufacturing date: (B)(6) 2013 - expiration date: (B)(6) 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated for a gunshot wound on (B)(6) 2013 with a trochanteric femoral nail (tfn) implant. Due to the development of a post-operative infection, the patient returned to the operating room for revision on (B)(6) 2016. During the revision, the original hardware was removed and the wound was irrigated and reamed. It was noted that the original fracture had healed. The procedure was completed without reports of delay. The patient's outcome was reported as okay. This report is 1 of 3 for (B)(4).